Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found one similar complaint for this lot number. Similar devices underwent various testing protocols to determine root cause(s). The rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation method - device history record was reviewed. Complaint database was reviewed.